Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure, the customer stated they lost power loss and then encountered a non-recoverable fault on the system. The customer performed a hard restart of the system but continued to receive non-recoverable faults. After performing a hard restart of the vision side cart (vsc) and patient side cart (psc), the errors cleared. Prior to resolving the issue with a reboot of the system, the customer elected to convert the case to open surgery.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and was informed that the issue was resolved after they had rebooted the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.